Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the tip of the tenaculum forceps instrument was cracked. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of tip is cracked. There was no trouble found. The instrument was inspected under a digital microscope and no tip damage was seen. Failure analysis investigation found the instrument's grip cable to be frayed at both proximal and distal clevis hub. The clevis hub did not exhibit any wear marks or damage. The other cables at the wrist of the instrument were undamaged. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.